Manufacturer narrative:
The reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete capsulotomy inferiorly at 3 o'clock in the right eye during a laser assisted cataract procedure. The capsulotomy was completed manually using forceps. There was a tiny digit pointed peripherally which extended peripherally but not posteriorly. Quadrant removal and irrigation aspiration were performed uneventfully. The intraocular lens was positioned without incident.